Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation confirmed that the electrical connector guide pin was found deformed, however, the abnormal bend shape was not confirmed during the inspection. During the evaluation it was found that the coating was peeling off the connecting tube (more than 1 mm2). In addition, the additional evaluation findings are as follows: the insulation resistance of the leading edge did not meet the standard due to a cracked plastic distal end cover, the connecting tube was dented, the bend angle in the up direction did meet the standard due to wear of the angle wire, waterproofing was not possible due to deformation of the electric connector guide pin, plastic distal end cover was cracked, the charged coupled device lens was cracked, the light guide lens was discolored, the electrical connector had corrosion due to water leakage, and the forceps channel port was corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that there was abnormal bend shape and electrical connector pin was broken while using the evis lucera bronchovideoscope. The issue was found during inspection prior to use, and the diagnostic procedure was completed with a similar device. During the device evaluation, the following reportable malfunction was found: the coating was peeling off the connecting tube (more than 1 mm2). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress was applied to insertion section during user handling and caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.